Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The pump passed self-test and unexpected test. The pump functioned properly. No alarms were noted during testing. The pump was unable to prime during the prime test due to faulty force sensor system. No compromised force sensor system alarms were noted during testing. The pump was unable to download using care link personal due to displayable history crc check failed at startup alarm on pump history. The pump was received with displayable history crc check failed at startup alarm due to corrupted history file. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of compromised force sensor system alarm, external ram crc error, unexpected restart, force sensor calibration values corrupted and memory anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during the manual prime process. The customer stated that the pump had a message that stated "pump communication failure". The customer checked the battery status and it stopped at 32%. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there were multiple alarms in the alarm history. The customer will be sent a replacement pump. The customer will return the pump for analysis.